Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and error codes 1210 and 1260 were observed. These alarms are consistent with a problem with the microprocessor board. The cause of the board issue was not established.

Manufacturer narrative:
Information was received on 6-aug-2020 indicating that all issues were discovered during testing. There was no patient involvement in the event.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error codes 1260, 1261 and 1210. No reported adverse effects.